Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: pixel defects (white flaws) had occurred, and scope mount charged coupled device (ccd) lens was chipped based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited pixel defects (white flaws) and scope mount charged coupled device (ccd) lens was chipped. There was no patient involvement.